Event description:
As reported, the balloon of (4) 6/7f mynxgrip vascular closure devices (vcd) popped while inside the patient, specifically when brought back to the arteriotomy. Hemostasis was achieved by non-cordis closure devices. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU) instructions. The balloon did not lose pressure during preparation. The balloon did lose pressure while inside the patient, specifically when brought back to the arteriotomy. A 6f non-cordis sheath was used. The vessel diameter was confirmed to be greater than or equal to 5 mm. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. Mild peripheral vascular disease or calcium was present near the puncture site. The device was used in an interventional procedure. The deployer was mynx certified at the mastery level. Other procedural details were requested but were not provided. The devices will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of (4) 6/7f mynxgrip vascular closure devices (vcd) popped while inside the patient, specifically when brought back to the arteriotomy. Hemostasis was achieved by non-cordis closure device. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU) instructions. The balloon did not lose pressure during preparation. The balloon did lose pressure while inside the patient, specifically when brought back to the arteriotomy. The account said that they were able to salvage the access before ultimately closing with a non-cordis closure device. A 6f non-cordis sheath was used. The vessel diameter was confirmed to be greater than or equal to 5 mm. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. Mild peripheral vascular disease or calcium was present near the puncture site. The device was used in an interventional procedure. The deployer was mynx certified at the mastery level. Other procedural details were requested but were not provided. One non-sterile mynxgrip vascular closure device (6/7f) involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle was engaged to the black handle, while the stopcock was observed to be closed, with a cordis mynx syringe attached to the unit. No catheter sheath introducer (csi) was returned for this evaluation. The sealant was in its manufacturing position, and the advancer tube was also in its manufacturing position. No additional anomalies were observed during this visual analysis. An inflation/deflation test attempt was performed to evaluate balloon functionality. During this evaluation, a longitudinal tear was found in the balloon. A high-magnification evaluation was conducted on the balloon. This analysis confirmed the presence of a longitudinal tear. The reported event of ¿balloon balloon loss of pressure¿ was observed through analysis of the returned device since a longitudinal tear was observed on the balloon. The exact cause of the issue experienced could not be conclusively determined during analysis. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of (4) 6/7f mynxgrip vascular closure devices (vcd) popped while inside the patient, specifically when brought back to the arteriotomy. Hemostasis was achieved by non-cordis closure device. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU) instructions. The balloon did not lose pressure during preparation. The balloon did lose pressure while inside the patient, specifically when brought back to the arteriotomy. The account said that they were able to salvage the access before ultimately closing with a non-cordis closure device. A 6f non-cordis sheath was used. The vessel diameter was confirmed to be greater than or equal to 5 mm. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. Mild peripheral vascular disease or calcium was present near the puncture site. The device was used in an interventional procedure. The deployer was mynx certified at the mastery level. Other procedural details were requested but were not provided. The four devices used and sixteen sterile devices will be returned for evaluation.